Event description:
It was reported that md inserted sheath via femoral artery. After iab was inserted, pump alarmed a "helium 3 alarm". As a result, iab was removed and a different brand iab was inserted. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.